Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for a normal follow-up, post-paced p-wave oversensing was observed. Reprogramming changes were recommended. Almost two weeks later, the patient presented in clinic with pre-syncopal symptoms. It was observed that the device was oversensing p-waves on the ventricular channel inhibiting pacing in the ventricle. The device was reprogrammed. The next day the patient came into clinic with the same symptoms as the day before. Further programming changes were made. Induction testing was advised. The patient has had no problems since.

Event description:
New information received notes that far p-wave oversensing continued to be seen. The patient received inappropriate high voltage therapies. Programming changes were recommended and the device remains implanted.

Event description:
New information received notes that the device was reprogrammed and no further oversensing has been seen. The device remains implanted and the patient was in good condition following the event.